Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, frozen screen, keypad/button unresponsive/button error, pump error 68, pump error 63. The customer reported blood glucose value of 56 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7020la, mmt-242a, mmt-332a, mmt-1880. Troubleshooting was performed customer reported an issue with the pump display. Customer reported receiving a pump alarm. Customer was not able to clear the alarm. No further patient complications were reported. No product return is required for mmt-7020la. No product return is required for mmt-242a. No product return is required for mmt-332a. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. The pump was monitored, no frozen screen, pump error 68 alarm and pump error 63 alarm noted. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 08/12/2024 01:57:56.000, 08/12/2024 02:55:49.000 08/12/2024 03:04:48.000, 08/12/2024 03:05:09.000 08/12/2024 03:05:18.000 failed battery alert/battery failed alarm was found on: 08/12/2024 03:05:13.000 power loss alarm was found on: 08/12/2024 03:05:50.000 pump error 23 alarm was found on: 08/12/2024 03:05:30.000 pump error 68 alarm was found on: 08/12/2024 03:11:28.000 pump error 49 alarm was found on: 08/12/2024 03:11:28.000 08/12/2024 03:13:16.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm, power loss alarm, pump error 23 alarm, pump error 68 alarm and pump error 49 alarm were expected since the battery in the pump is low on power. The customer had used a low power/depleted battery. No unexpected failed battery alert/battery failed alarm, power loss alarm, pump error 23 alarm, pump error 68 alarm and pump error 49 alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 12-aug-2024 in the formatted history file. Sensorexpiredalert (794) was found on: 08/10/2024 07:49:13.000 08/10/2024 07:59:00.000 lostsensor1alert (780) was found on: 08/10/2024 08:55:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was found on: 08/08/2024 13:00:41.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 08/08/2024 13:31:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/08/2024 13:39:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Pump error 63 alarm (file number: 2017 line number: 147) was found on: 08/12/2024 03:05:09.000 08/12/2024 03:05:18.000 08/12/2024 03:05:28.000 pump error 63 alarm (file number: 2017 line number: 147) was confirmed according in the formatted history file, suspected on hw. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. However, corrosion was found on the pcba 1 and pcba2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case, a cracked case behind the pump near the battery tube compartment and a broken belt clip rails. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for frozen screen, keypad anomaly and pump error 68 alarm were not confirmed. However, pump error 63 alarm (file number: 2017 line number: 147) was confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.